Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the needle broke on two inside the patients vagina. The surgeon managed to retrieve both parts with no harm to the patient. Additional information was requested, and the following was unavailable: please provide procedure name and date, please provide lot number. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. Is the broken needle available for analysis? Any photos available for visual analysis? How was the procedure completed?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle broke in the surgical site. No adverse patient consequences were reported. Additional information was requested.